Manufacturer narrative:
H3: product analysis of part#9560524, lotno:my07g001r - during inspection at the time of acceptance, it was observed that the handle and the screw part at the end of the cable were stuck to the handle screw. Also it was observed that the screw in the holder was bent and the bearings had deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a patient having spinal therap y. It was reported that even if adjusted, the flex arm will not be fixed. There were no patient symptoms reported. There were no further complications reported regarding the event.